Event description:
On (B)(6) 2022 capsule procedure was initiated by (B)(6). Patient tolerated prep and capsule ingestion. On (B)(6) 2022 kub x-ray performed to confirm capsule has not been passed. ­ patient was referred to (B)(6). ­ double balloon performed and removed the capsule.